Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration\left essure coil not in the correct location') and ovarian cancer ('cancer/ ovarian cancer') in an adult female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's medical history included genital bleeding. Concurrent conditions included ovarian cancer, ovarian cyst ruptured, migraine with aura, endometriosis and scarring. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea") and endometriosis ("endometriosis") and was found to have ovarian cancer (seriousness criterion medically significant) and neoplasm ("tumors"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed), unilateral oophorectomy¿left, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ovarian cancer, abdominal pain, back pain, neoplasm, nausea and endometriosis outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, nausea, neoplasm, ovarian cancer, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), cancer, tumors, nausea, endometriosis. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-dysmenorrhea, pelvic pain, endometriosis, dyspareunia, menorrhagia, abdomen pain, device dislocation. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs, mr and social media received. Reporter information updated. Outcome for previously reported events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, menorrhagia (heavy menstrual bleeding) was updated to not recovered / not resolved. Previously reported event cancer was updated with ovarian cancer. New events: abnormal bleeding (vaginal), patient did not undergo essure conformation test were added. Medical history, lab data were added. Lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration\left essure coil not in the correct location') and ovarian cancer ('cancer/ ovarian cancer') in an adult female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's medical history included genital bleeding. Concurrent conditions included ovarian cancer, ovarian cyst ruptured, migraine with aura, endometriosis and scarring. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea") and endometriosis ("endometriosis") and was found to have ovarian cancer (seriousness criterion medically significant) and neoplasm ("tumors"). The patient was treated with surgery (oophorectomy and total hysterectomy(uterus and cervix removed), unilateral oophorectomy¿left, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, ovarian cancer, abdominal pain, back pain, neoplasm, nausea and endometriosis outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, nausea, neoplasm, ovarian cancer, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), cancer, tumors, nausea, endometriosis. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-dysmenorrhea, pelvic pain, endometriosis, dyspareunia, menorrhagia, abdomen pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration\left essure coil not in the correct location') and ovarian cancer ('cancer/ ovarian cancer') in an adult female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's medical history included genital bleeding. Concurrent conditions included ovarian cancer, ovarian cyst ruptured, migraine with aura, endometriosis and scarring. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), endometriosis ("endometriosis") and scar ("scarring on my left ovaries") and was found to have ovarian cancer (seriousness criterion medically significant) and neoplasm ("tumors"). The patient was treated with surgery (oophorectomy and total hysterectomy(uterus and cervix removed), unilateral oophorectomy¿left, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ovarian cancer, abdominal pain, back pain, neoplasm, nausea, endometriosis and scar outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, nausea, neoplasm, ovarian cancer, pelvic pain, scar and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), cancer, tumors, nausea, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: left ovary with serous borderline tumor with microinvasion.. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-dysmenorrhea, pelvic pain, endometriosis, dyspareunia, menorrhagia, abdomen pain, device dislocation. Concerning the injuries reported in this case, the following one was reported via social media: scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received- new event scarring on my left ovaries was added, reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia (" dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), nausea ("nausea") and endometriosis ("endometriosis") and was found to have neoplasm malignant (seriousness criterion medically significant) and neoplasm ("tumors"). The patient was treated with surgery (hyst.(full),salping.(bilateral),oophorectomy). Essure was removed. At the time of the report, the device dislocation, neoplasm malignant, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, neoplasm, nausea and endometriosis outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, nausea, neoplasm, neoplasm malignant and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), cancer, tumors, nausea, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added migration, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), cancer, tumors, nausea, endometriosis. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.